Manufacturer narrative:
User facility have noted that the device was discarded. We have requested that efforts are made to retrieve the device. A follow up report will be provided with details of lot history review.

Event description:
The lesion was engaged, and as the wire was crossing the cto, while torquing the wire, the tip separated from the main body of the wire. They switched to a different wire and they were still unsuccessful in crossing the cto. The wire tip was left in the cto, so no further action was taken. No harm to the patient, but they were unable to retrieve the wire tip. It's still inside the patient, buried in the cto.

Manufacturer narrative:
Regarding correction: this complaint was double logged in our complaint handling system and has been reported to the FDA under MFR report # 3006010712-2016-00006 (this report) and MFR report # 3006010712-2016-00005. As MFR report # 3006010712-2016-00005 was reported first and logged in our database first this item will be retained and the investigation will proceed through this item. The complaint associated with this report, MFR report # 3006010712-2016-00006 will be voided. This is the final report for MFR report # 3006010712-2016-00006 - as the investigation will be reported through MFR report # 3006010712-2016-00005. Device discarded by user facility.

Event description:
The lesion was engaged, and as the wire was crossing the cto, while torquing the wire, the tip separated from the main body of the wire. They switched to a different wire and they were still unsuccessful in crossing the cto. The wire tip was left in the cto, so no further action was taken. No harm to the patient, but they were unable to retrieve the wire tip. It's still inside the patient, buried in the cto.